Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection as a result of the organism clostridium difficile identified by blood cultures and the presence of thrombus/vegetation/fibrin could not be excluded. It was also reported that the patient developed pneumonia and had a fever. The implantable pulse generator (ipg) system was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.